Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating"), eczema ("eczema / ,rashes or skin conditions type: eczema"), skin disorder ("skin issues"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, eczema, skin disorder, menorrhagia, migraine, anxiety, depression, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal distension, anxiety, depression, eczema, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received: events: vaginal hemorrhage, headaches were added. Plaintiffs address details were updated. Reporter aka was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain/ chronic pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating"), eczema ("eczema / ,rashes or skin conditions type: eczema"), skin disorder ("skin issues"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines/migraine"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, eczema, skin disorder, menorrhagia, migraine, anxiety, depression, vaginal haemorrhage, headache, dysmenorrhoea, abdominal pain, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and confirmation test was done on same day(B)(6) 2008). Plaintiff received treatment for pain ¿ dysmenorrhea, chronic/pelvic, abdominal,bleeding - menorrhagia, metrorrhagia, other injuries/symptoms - fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified): result: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Events: dysmenorrhea (cramping), abdominal pain, metrorrhagia (bleeding b/w periods), fatigue were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), eczema ("eczema"), skin disorder ("skin issues"), menorrhagia ("prolonged menses"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, eczema, skin disorder, menorrhagia, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, eczema, genital haemorrhage, menorrhagia, migraine, pelvic pain and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.